Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a white speck on the red hub was confirmed, manufacturing related. One 5fr t/l powerpicc was returned for investigation. The catheter was received with the 3cg stylet in the power injectable lumen. The t-lock extension set had been removed from the red connector. White material was observed on the thread of the red connector. A microscopic examination of the white material revealed that it had formed distinct planes and edges, which indicates that it had been compressed between the threads of the t-lock extension set and the threads of the red connector. No white material was observed within the threads of the t-lock extension set. Based in the analysis it was concluded that ink stain white could have come from printing process of the catheter. An internal quality alert was generated and trained all people involved in this operation. The lot rebn0888 was manufactured 01/19/2017 before of the closed to the alert. A lot history review (lhr) of rebn0888 showed no other similar product complaint(s) from this lot number.

Event description:
Sales rep reported that prior to insertions of the PICC line it was noticed that there was a white speck on the red hub. A new kit was opened and the procedure continued as usual. Not used on a patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0888 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
Sales rep reported that prior to insertions of the PICC line it was noticed that there was a white speck on the red hub. A new kit was opened and the procedure continued as usual. Not used on a patient.